Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor passed the motor tests. During visual inspection no moisture damage was noted on the electronic assembly. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 226 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.